Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced endophthalmitis in the right eye after a manual extraction of a cataract. Antibiotic and anti-inflammatory management was required. The patient was referred to a retinal specialist. Additional information has been requested but not received.

Manufacturer narrative:
No similar complaints have been received so far for this lot. All batches are released according to the required specifications. All initial testing results are within specifications. Adverse events are followed-up by product safety. No sample has been received for evaluation. As no remarks were observed during the release testing results review and according local procedures retain sample testing was not performed. As no sample was returned and all initial testing results are within specifications, a conclusive root cause could not be determined. All batches are released according to the required specifications. The manufacturer internal reference number is: (B)(4).